Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced infection, swelling, and emotional disturbance.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a revision and excision of mesh on (B)(6) 2008 due to pain, erosion, extrusion, bladder outlet obstruction and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.